Event description:
Upon investigation, the complaint confirmed the vr assembly error being frm pcba. While trying to conduct final acceptance test the resistor would not be in the correct position for the various rates for the pump. After taking the cassette out, the resistor would still be turning around without anything on the pump. Internal investigation found no broken parts or other faults. Resistor motor and frm flex cable were swapped and still had the same faults while trying final acceptance test. Frm pcba will be replaced during repair and go through all functional testing. Resistor drive motor will be replaced as well for functionality purposes during repair.

Event description:
The following has been reported: biomed reported pump problem. No patient harm. Preliminary evaluation of the logs showed the following: mechanical hardware failure (vr assembly) an active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.